Event description:
An allegation from an attorney indicated the patient died approximately 3 months post implant of the implantable defibrilator system. It was also noted the patient suffered extreme physical injury.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Per legal all information known was provided per the complainant and no further information is available. Therefore, no attempts for additional information will be made.